Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, when about to start using the device, the reload release button was stuck and was just down, the reload snapped but cannot be used. The stapler did not recognize the reload that has been opened and it had been snapped into the manual stapler and has worked normally. There was no patient injury.